Event description:
It was reported there was high impedance of over 10,000 ohms and the lead was replaced. It was noted that both leads showed high impedance on 2013 (B)(6) during a follow up visit with the patient as a result of the patient complaining of a loss of therapy. It was initially believed to be an issue that both leads were not completely plugged into the header but it was unable to be determined under an x-ray. It was noted that a revision was scheduled. It was noted that during the revision, one lead was determined to be in good status during impedance testing and was later plugged into the implantable neurostimulator (ins) with normal impedances and effective therapy. It was noted that the other lead continued to result in high impedances and was replaced. It was noted that the issue was resolved. It was noted that the patient was alive with no injury at the time of the report and there were no further patient symptoms associated with the event.

Manufacturer narrative:
Analysis of the lead, (B)(4), found that the lead body conductor was broken; anchor site unknown. It was noted that all conductors were broken 17.5 centimeters from the distal end.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4); product type lead product ID 3778-60, serial# (B)(4); product type lead. (B)(4).